Event description:
Reportedly, when operating the device, a part of the jaw broke and divided in two, and dropped into the cavity. It took thirty minutes to look for them, the operation was stopped temporarily until they retrieved the parts from the cavity. Used another device to complete the case. Procedure: lap assisted distal gastrectomy.